Event description:
Pt underwent medtronic morphine interthecal pump palcement in 2002. Discharged home in stable condition same day. Multiple attempts to contact pt for follow-up were exhausted with no results. Family friend contacted facility and informs that pt died 2 days later. No autopsy report available toxicology. History report pending investigating for possible drug overdose.